Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the nurse confirmed 3 indicators of handle (handle, adapter, cartridge) were illuminated green, then handed the device to the surgeon. The surgeon push the green firing mode button, however could not fire the device. The surgeon did not checked the indicators at that time. They checked the cartridge in question and noticed pre-firing occurred for 10mm and clamp cover advanced for 1 increment marking. All pre-fired staples stayed in the staples pockets of proximal end of the cartridge. The staples were un-formed and did not fall into the cavity. No injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the device was partially fired with the jaws open. The reload was disassembled and the knife laminates were found to be damaged. Score marks were present on the channel adapter. Functionally the reload was loaded into a pmv representative instrument, the interlock was overridden, and the reload was applied to test media. All remaining staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. The root cause of the observed damage was a misuse of the product which would have caused or contributed to the reported incident. The secondary condition was related to a slight bowing condition of the knife bar laminates associated with laminate positioning within the reload. This bowing condition does not interfere with normal function of the reload when applied on tissue within the thickness range specified in the instructions for use. The use on over-indicated tissue in combination with the bowing condition leads to the difficulty opening the jaws after firing. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.